Event description:
It was reported that the 4.0mm screws were in the 5.0mm locking screw location in a large fragment instrument set. The incorrect size screws were used in the patient, and then had to be removed and replaced by the correct size. This caused a less than 15 minute surgical delay and additional x-rays were required. There was no patient harm and the procedure was successfully completed. The operation was extended for 5-10 minutes. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This was a revision of a non-synthes part.